Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional procedure, while attempting to place an angioguard five (5) mm embolic protection device, the physician noted that the size of the filter basket was one (1) mm smaller than expected. The physician stopped using this product and instead used a larger size (7 mm) device. The procedure was completed successfully. There was no reported pt injury. The target lesion for the procedure was the right internal carotid artery. The lesion was reported to be: mildly calcified, mildly tortuous, and 90% stenosis.